Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'volume vent only' during use requiring the clinician to switch to volume vent mode. No report of patient injury.